Event description:
Report received of an independent rate change. The pump was programmed by the night nurse at 11:00pm, to deliver 1000ml of dextrose 5% with 0.45 normal saline at a rate of 125 ml/hr. Shortly after 12:00am, the same nurse discovered that 900ml of the fluid had infused. The pump display indicated that the pump was delivering at a rate of 400ml/hr, instead of the intended 125ml/hr. At the time of the event there were no reported pump alarms. Or cell phone usage. The pump was removed from clinical service, and the therapy was held until the start of the day shift. The pt did not experience any adverse effects. Though requested, there was no further info available.